Manufacturer narrative:
Date rec'd by MFR: 21feb2019. Multiple attempts were made to obtain repair information on the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. The customer troubleshot with philips technical support. The customer was advised to replace the power management (pm) board. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had intermittent power on/off problems and intermittent battery operation. There was no patient harm reported. The event date was not specified; estimate used.